Event description:
After undergoing dental implant treatment with bone graft material (straumann boneceramic) and membrane (membragel), patient complained of pain and discomfort to clinician in 2009. Antibiotics were prescribed. Upon examination three days later, clinician stated symptoms improving. After completion of antibiotics, clinician stated symptoms returned one week later, and patient was experiencing pain and a tingling feeling up left side of nose and under left eye. A 2nd course of antibiotics was prescribed. Clinician stated upon examination, a breakdown of the flap was revealed and appears ulcerated with fragmented membragel visible. X-rays were taken. Implants adequate but bone graft lost. Clinician removed graft material and applied dentomycin. One week later, clinician stated patient is still in pain but improving. In 2010, clinician states no evidence of infection and most "holes/ulcers" in flap are starting to close.

Manufacturer narrative:
Review of batch records indicate the product was manufactured to specification. The instructions for use provided with the product state "as with any surgical procedure, infection is a risk." As well as "the following complications are common with the surgical intervention with barrier membranes and therefore may not be totally excluded: soft tissue dehiscence, hematoma, pain, inflammation, increased sensitivity and redness."